Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device exhibited broken lens when looking through the eyepiece. The issue occurred at reprocessing after the completion of an unspecific therapeutic procedure which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the broken lens was confirmed due to broken optical fiber's. The most probable cause of the complaint was cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.